Event description:
It was reported that a 34-year-old female patient underwent a breast augmentation revision surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with the appearance of her breasts as there was breast asymmetry due to a discrepancy in size with the 2 different size implants. Additionally, she had firmness and pain of the left breast. Upon consultation with a medical professional, she was diagnosed with baker grade iii capsular contracture of the left breast. As a result, the patient underwent bilateral removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-13269 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).